Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of iliac and distal aorta occlusive disease. The proximal neck was 25 mm in diameter and 10 mm in length. It was reported that during the index procedure, an endurant ii 25x49 aortic cuff was implanted in the distal aorta, when ballooning with a reliant the aorta ruptured. The physician did not balloon outside of the stent graft. An endurant 25x13x145 was implanted up to the renal arteries and an endurant 16x13x93 limb was implanted resolving the event. The physician attributed the rupture to the patient's anatomy; calcium and thin aorta. No additional clinical sequelae were reported and the patient is fine.